Event description:
Customer called to report that the insulin pump alarmed button error during battery change. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm or unexpected frozen display during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.